Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a needle tip broke during an unspecified surgical procedure. No adverse pt consequences were reported.